Event description:
A customer reported a malfunction on a pump, identified as malfunction 12, which had occurred at least three times previously. There was no adverse impact to the customer's blood glucose level. Technical support decided to send the customer a replacement pump, which would come with updated software. The customer was advised on how to properly store and return the malfunctioning pump, as well as the steps to take upon receiving the new pump. The customer acknowledged and understood these instructions.